Event description:
It was reported that the pod¿s needle mechanism failed and the pod was not worn. No blood glucose readings were reported. The caregiver stated that the pink slide did not move forward and the cannula did not insert into the skin during activation. No changes in blood glucose levels were reported. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.